Manufacturer narrative:
Correction: corrected to remove d6b: date of explant: (B)(6) 2025. (Lead repositioned and not explanted). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy with their drg system. Diagnostics indicated high impedances on right l1, left l1 and left s2 leads. Additionally, patient's right s2 lead migrated. As a result, surgical intervention took place on (B)(6) 2025, wherein right l1, left l1 and left s2 leads were explanted and replaced. The migrated right s2 lead was repositioned to during the procedure. After the explant, right l1, left l1 and left s2 leads were visually confirmed to be fractured.